Event description:
As reported by the filed, a microcatheter (breakthrough) was delivered to the endoleak lesion, and coil embolization was performed. When accessing to inferior mesenteric arterial by the endoleak and embolizing, a galaxy g3 xsft hel 2mm x 8cm (glx120208, 30611672) was selected, but it was too long. Therefore, the size was changed, and implantation was performed. After that, it was stored, and coil was used again because the blood vessel was preceded by a mgw when accessing the lumbar artery. At the first use, there was no problem when the energized power was confirmed, therefore, the coil was delivered to the bleeding site. However, when the physician attempted to detach it, the energized button was not illuminated although it was connected. When it was connected and removed many times, the energized button was illuminated momentarily, but the condition of contact was poor. During storage, the hub part was not attached to the liquid, and the cable remained as it was when one connecting cable was used. The physician replaced it with an interlock and the procedure was completed. There was no patient injury reported. A continuous flush was not done. The lesion was lumbar artery. Concomitant devices include a guide wire (begin).

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Updated sections on this medwatch: b4, g3, g6, h2,h3, h6 and h10.. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the filed, a microcatheter (breakthrough) was delivered to the endoleak lesion, and coil embolization was performed. When accessing to inferior mesenteric arterial by the endoleak and embolizing, a galaxy g3 xsft hel 2mm x 8cm (glx120208, 30611672) was selected, but it was too long. Therefore, the size was changed, and implantation was performed. After that, it was stored, and coil was used again because the blood vessel was preceded by a mgw when accessing the lumbar artery. At the first use, there was no problem when the energized power was confirmed, therefore, the coil was delivered to the bleeding site. However, when the physician attempted to detach it, the energized button was not illuminated although it was connected. When it was connected and removed many times, the energized button was illuminated momentarily, but the condition of contact was poor. During storage, the hub part was not attached to the liquid, and the cable remained as it was when one connecting cable was used. The physician replaced it with an interlock and the procedure was completed. There was no patient injury reported. A continuous flush was not done. The lesion was lumbar artery. Concomitant devices include a guide wire (begin). Additional information received indicated that electrical testing was performed before first coiling procedure. The galaxy coil delivery system was removed from the patient and the actual coil was still attached to the coil delivery system. The coil was not damaged or stretched when removed. A competitor¿s coil was used after this issue, so the same dcb and control cable were not used. The e galaxy g3 xsft hel 2mm x 8cm was not implanted in the patient. The procedure was delayed by 5 minutes due to the event and it was not clinically significant. This coiling was for hemostatic by guidewire during typ2 endoleak procedure. There was no problem with calcification and vessel bending. The blood vessel diameter was about 2 mm. A non-sterile galaxy g3 xsft hel 2mm x 8cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and no apparent damage was observed. The device was inspected under magnification and it was found that the coil was attached to the unit. The distal outer sheath had not been softened indicating that the resistance heating (rh) coil had not been heated and the detachment process was not initiated. The electrical resistance of the galaxy g3 xsft hel 2mm x 8cm device was measured with a multimeter which is within the specification range between 48.5ohms o ¿ 56.0 ohms o. Also, the device was connected to detachment control box dcb2000500 (dcb) with the returned enpower control cable (ecb00018200/30666648), and the power was turned on. The system ready light was illuminating. Then, the detach button was pressed and a beep sound was heard, a detachment cycle was initiated and the embolic coil was detached from the device. The customer complaint regarding a failure to detach was not confirmed since the detachment cycle was performed successfully. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil, re sheathing the microcoil system, and replace it with a new microcoil system. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # ==>(B)(4) updated sections on this medwatch: b4, b5, d9, g3, g6, h2, h3, h6 and h10. Section b5: additional information received indicated that electrical testing was performed before first coiling procedure. The galaxy coil delivery system was removed from the patient and the actual coil was still attached to the coil delivery system. The coil was not damaged or stretched when removed. A competitor¿s coil was used after this issue, so the same dcb and control cable were not used. The e galaxy g3 xsft hel 2mm x 8cm was not implanted in the patient. The procedure was delayed by 5 minutes due to the event and it was not clinically significant. This coiling was for hemostatic by guidewire during typ2 endoleak procedure. There was no problem with calcification and vessel bending. The blood vessel diameter was about 2 mm. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Pre-shipment photos were received in the complaint file and the device could be noted that was returned inside of the hoop. No damages could be appreciated in the pictures, also it could be noted that the coil remains attached to the resistance heat (rh). Also, when the device is connected to the enpower control cable it could be noted that the connecting light illuminates. Some residues of wetness could be appreciated in the connector of the microcoil system. A manufacturing record evaluation was performed for the finished device 30611672 number, and no non-conformances related to the malfunction were identified. The customer complaint was not able to be confirmed. This investigation was performed based only on the photos provided. Once the product has been received, an assessment will be performed as per the conditions of the device returned. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.